Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va0gnkg. Implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted due to parkinson¿s disease. In (B)(6) 2017, the consumer found post auricular electrode swelling and he complained to the doctor (the part behind his ears became red and swollen). The doctor advised the consumer to come in for an examination. At the beginning of (B)(6) 2017, the consumer found swollen and red part burst with an outflow of pus. The consumer/doctor found the lead was broken/had ruptured in the outflow and the doctor arranged a surgery to replace the electrode. The lead was destroyed by the hospital in consideration of a possible infection. The consumer¿s current status was well. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Ins s/n updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.